Event description:
Related manufacturer reference number 1627487-2024-00291, related manufacturer reference number 1627487-2024-00292. It was reported that patient experience ineffective therapy. X-rays showed that the ipg flipped in the pocket and extension were twisted as well. As a result, surgical intervention was undertaken wherein the extensions and ipg were replaced and repositioned. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.